Event description:
It was reported to philips that the system had a low storage space error, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary procedure. The procedure was completed as planned since there was no interruption to the customer¿s patient flow. The philips field service engineer (fse) checked the system onsite and confirmed that the system had a low storage space error. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that there was a delete patient images warning which was caused by their pacs system. To resolve the issue, the fse recreated image store which erased all patient images and performed database consistency. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.